Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the complaint device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the patient was admitted in to the hospital for small intestine perforation, there were four holes. Additionally, patient was experiencing severe abdominal pain. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.